Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent revision procedure wherein the ipg was relocated and replaced. No device malfunction was suspected. The patient was doing well post operatively.